Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced continuous low blood glucose (bg 44 mg/dl); cause was not known. Food, juice or glucose were consumed to address bg. As event occurred in the past, tandem technical support recommended customer discuss the low bg with a healthcare provider.